Manufacturer narrative:
Title: vascular quality initiative surveillance of femoropopliteal artery paclitaxel devices author: bertges d.j., eldrup-jorgensen j., robbins s. Journal: jacc: cardiovascular interventions year: 2021 vol/issue: 13; 14(23) ref: 10.1016/j.jcin.2021.08.058. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which sought to determine the safety and efficacy of paclitaxel (ptx) devices in the treatment of peripheral artery disease involving the femoropopliteal artery. The multi-centre cohort study included 2456 patients. The study compared ptx drug-coated balloon angioplasty versus percutaneous transluminal balloon angioplasty, ptx drug-eluting stents versus bare-metal stents, and any ptx device versus any non-ptx device. The primary outcome was 2-year survival. Secondary endpoints were successful ambulation and interventional success. Medtronic¿s in.pact admiral drug coated balloon was included in the study devices. At 2 years, survival was higher among patients treated with any ptx device as compared with non-ptx devices. Survival following treatment with ptx-dcb was higher compared with uncoated balloons. Within the device cohorts, interventional success was higher with ptx-dcb compared with pta. Ptx device treatment was associated with significantly higher rates of independent ambulation after 1 year as compared with non-ptx treated patients. Freedom from major amputation was increased after treatment with ptx devices and revascularization was similar to non-ptx devices. The authors observed no difference in reintervention between ptx and non-ptx devices. Journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device.